Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during a choledocholithiasis operation performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a stone; however, the basket failed to break the stone. The stone was pulled out from the basket, and the basket with the scope was removed from the patient. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used during a choledocholithiasis operation performed on (B)(6) 2022. During the procedure, an alliance handle was used in conjunction with the trapezoid basket in an attempt to crush a stone; however, the basket failed to break the stone. The stone was pulled out from the basket, and the basket with the scope was removed from the patient. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition post procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code a23 captures the reportable event of failure to crush stone. Block h10: the returned trapezoid rx basket was analyzed, and a visual analysis found the tip of the basket was detached and the basket wires lost their shape. No other issues were noted. The reported event of basket failed to crush stone and basket failed to close was confirmed. Based on all available information, it is possible that the manipulation or technique used at that time to interact with the device in conjunction with the tortuousness or patient's anatomy, may have caused the device to not close or detach the tip. The instructions for use (IFU) indicates "the trapezoid rx wireguided retrieval basket 3 cm basket is designed for crushing calculus larger than 1.5 cm (15 mm) in diameter." It is possible that the calculus could not be crushed. In that case the instructions indicates "retrieval basket has been designed for the basket tip to disengage minimizing the potential for the un-releasable stone entrapment." Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.